Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarm during testing. No ramping numbers noted on the display. The insulin pump received with cracked battery tube thread, broken belt clip slot, broken reservoir tube lip, cracked reservoir tube, and cracked case near display window corners noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer reported that the device's keypad was unresponsive and numbers were ramping on the screen. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level was 206 mg/dl at the time of the call. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.